Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per the ventricular assist device (vad) coordinator that the patient looked good at 0800 rounds on (B)(6) 2018. Around 1000, the nurse was changing the driveline exit site dressing and out of nowhere, the patient's blood pressure (bp) dropped (50's) and the left ventricular assist device (lvad) flow waveform lost all pulsatility. Deflections in waveform correlated with respiratory rate of the ventilator. Underlying lvad flow waveform with no pulsatility. Multiple intravenous (IV) medications started. Stat echo done and stat esophagogastroduodenoscopy (egd) done. Recommendation were to continue supportive care. Goals of care, further supportive care per intensive care unit (ICU) team. Interventional radiology to comment on endovascular ¿procedures/tips¿ if possible. Family meeting held on (B)(6) 2018 @ 2035: "patient's condition is critically ill with cardiac, pulmonary, hepatic, and renal failure wi th a current massive gastrointestinal (gi) hemorrhage. Further therapies are futile at this point, and continuing to transfuse blood products has shown no benefit. We have discussed a do not resuscitate (dnr) order with the wife. We will not perform cardiopulmonary resuscitation (CPR) or defibrillate him. We will need to stop his vad and cease mechanical ventilation when cardiac activity ceases." Care withdrawn the morning of (B)(6) 2018. All IV medications were maintained until family was at the bedside. Fentanyl drip started for comfort measures. In the afternoon of (B)(6), all IV medications were stopped. The patient's vad flow/power slowly declined and his pacemaker was no longer capturing. Patient asystole on (B)(6) @ 1450 and pronounced at that time. Cause of death (cod) was stated to be multisystem organ failure (msof) with acute gi hemorrhage. Family declined an autopsy. Pump will not be sent back. Peripherals will be disposed of by the site. No further patient complications have been reported as a result of this event.